Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device was evaluated, repaired, and return by a carefusion (cfn) field service representative. He replaced the defective front panel, ran user verification tests, and the unit now meets factory specifications.

Event description:
The customer reported while using the vela ventilator, the screen locks up intermittently. At this time, it is unknown when the issue occurred. At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event.